Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The instrument was found to have a broken proximal clevis at the distal end. The ears were broken off and missing. The missing pieces measured approximately 0.209 x 0.195 and 0.124 x 0.195 in size. The known common cause of this failure is due to mishandling/misuse. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the permanent cautery hook instrument allegedly broke off, fell inside the patient, and was not retrieved. At this time, the location of the missing instrument fragment is still unknown and it is unclear if the instrument fragment was actually retained inside the patient. However, there is no indication that a malfunction of the instrument occurred. Failure analysis determined that the instrument damage was likely due to mishandling/misuse.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the permanent cautery hook instrument allegedly broke off, fell inside the patient, and was not retrieved. However, at this time, the location of the missing instrument fragment is unknown and it is unclear if the instrument fragment was actually retained inside the patient. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported on (B)(4) 2017 that during a da vinci-assisted hysterectomy procedure, the permanent cautery hook instrument broke inside the patient. The initial reporter, a robotics coordinator, contacted intuitive surgical, inc. (Isi) wanting to know which parts of the instrument were radiolucent versus radiopaque. There were no initial reports of any patient injury and it was unclear if any instrument fragments actually fell inside the patient. On (B)(6) 2017, the initial reporter contacted isi again and claimed that a black piece from the end of the instrument fell inside the patient after the instrument got stuck in the cannula. The initial reporter indicated that the instrument fragment was not retrieved.